Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 440 mg/dl. Troubleshooting was performed, and there were several no delivery alarms in the alarm history. The insulin pump was programmed correctly. This insulin pump passed the prime and high pressure test. The customer also mentioned that he lost the inserter, which may have caused him to insert the insulin set incorrectly. Nothing further was reported.